Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that during a stenting treatment procedure, no reflow occurred. The patient presented at the time of the index procedure due to unstable angina (braunwald class iia). Cardiac catheterization revealed a 98% stenosed and 27mm long lesion located in the distal left circumflex coronary artery (lcx) with a reference vessel diameter of 2.5mm. This was treated with predilation and deployment of a 2.5x28mm promus element stent resulting in 0% residual stenosis. However, core lab analysis revealed "transient no reflow following stent deployment". No action was taken to treat this event and the patient was discharged one day later on protocol doses of aspirin and clopidogrel.